Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No missing segments or partial display or black screen was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was received with unexpected restart error alarm after battery change. The time and clock was reset to manufacture default broken solder joint of connector on interface board. The device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issue with the insulin pump. Customer reported that the time and date on the insulin pump are incorrect. Customer reported that she noticed the issue three months ago while changing the reservoir. Customer's blood glucose at the time of the incident was 169 mg/dl. Customer also reported that the display screen is fully black. Troubleshooting was done and the issue remained unresolved. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.